Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated stent and two suprarenal aortic extensions. A follow up showed the patient had a component separation between the aortic extension and the main body. The physician elected to implant an infrarenal aortic extension to resolve the issue. The patient is reported to be in stable condition.